Event description:
It was reported that, during clavicle fixation surgery, one of the tubes of an evos 2.0/2.7mm double-ended drill guide became stuck on a drill and came off of the actual guide piece. Incident occurred while instruments were inside the patient, both pieces were recovered. Surgery was resumed, without any delay, using the same device. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
H6: the device, used in treatment, was returned for evaluation. A visual inspection of the returned 2.0/2.7mm double-ended drill guide confirms a drill bit is stuck in one of the sides of the drill guide causing that portion of the drill guide to break off. All pieces were returned for evaluation. This device exhibits signs of significant wear/usage. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.